Event description:
This pt experienced fracture of a cypher stent post implantation. No medical history was provided. The target site in the (lad) left anterior descending artery was described as a type c lesion: chronic total occlusion. Two cypher stents were implanted at 20 atmospheres, in an overlapping manner. Total length of the implanted stents was 48mm. Within 2 years, follow-up angiography identified a stent fracture and coronary aneurysm; no treatment was reported.

Manufacturer narrative:
No product could be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. A procedural cd was not available. While not observed in the pivotal clinical trials that reported in the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the available info indicates that vessel/lesion characteristics (very long total stent length) may have contributed to the fracture. In this case, the struts of fractured ends of the stent might have caused injury tod the arterial wall leading to aneurysm formation. This product (cjs) is similar to us cypher stent.